Event description:
This is filed to report tissue injury. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4 and a prolapsed anterior leaflet. It was noted the pre-procedure gradient was 2mmhg. An ntw clip was deployed at a3/p3, reducing mr to grade 1-2. An nt clip was then inserted and grasping was performed. However, it as observed the gradient increased to 12mmhg. The clip was repositioned, but became caught in chordae, resulting in a flailed chordae. This caused mr to slightly increase to a grade of 3. The clip was removed from the chordae and grasping was again performed. However, the gradient was 11mmhg. Therefore, the clip was removed and procedure was discontinued. It was noted the gradient returned to 3mmhg. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported difficult to remove from the anatomy cannot be determined. The reported unspecified tissue injury (flailed chordae) appears to be related to procedural conditions associated with the clip being difficult to remove from the anatomy. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.